Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one empty sample for evaluation. The reported condition of a leak was confirmed. Visual examination of the sample showed no signs of physical abnormality. To verify the reported defect, the unit was manually filled with solution. Leakage was observed at the welded area of the volume indicator. The root cause was due to insufficient bonding. As a result of this incident, the complaint sample was used to bring awareness to all applicable manufacturing operators in (B)(4) 2011. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This device is manufactured for distribution outside of the united states and does not have a 510(k) number.

Event description:
Baxter (B)(4) received a report that an infusor leaked during patient use. The device was filled with an unknown drug. This condition has the potential to interrupt therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.